Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to electrode damage. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD), when removing the ICD the physician noted the rate sensing electrode 'was unraveled and hanging by a thread'. The physician capped the lead and implanted a new lead.